Event description:
It was reported that during an iliac stenting treatment procedure, a stent detached from a balloon. The target lesion was located in the severely tortuous celiac artery. This 5.0x15x90cm express sd renal / biliary balloon stent was trying to access the lesion location when the stent came off the balloon. The stent ended up in the internal iliac artery and was securely implanted inside the vessel. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The express sd stent delivery system (sds) was returned without the stent. There was no damage to the catheter. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. Inspection of the device presented no damage or irregularities that could have caused or contributed to the reported stent dislodged inside the patient. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an iliac stenting treatment procedure, a stent detached from a balloon. The target lesion was located in the severely tortuous celiac artery. This 5.0x15x90cm express sd renal / biliary balloon stent was trying to access the lesion location when the stent came off the balloon. The stent ended up in the internal iliac artery and was securely implanted inside the vessel. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).